Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the manufacturer representative (rep) called as they were troubleshooting an open-loop screen recharging issue. The rep said the patient had a fall in december and since then has not been able to get past the open loop screen. The screen shows excellent connection but even after four hours of charging it does not advance. The rep also was unable to communicate with the communicator.  The patient had not been using the therapy for some time and after the fall she wanted to start using it again. The possibility of the ins being discharged was reviewed. The rep reset the recharger during the call and this did not resolve the issue. The patient charges over a thin layer of clothing and the rep said the pocket site seems okay. The rep was advised to redirect the patient to their managing hcp to inspect the pocket site further as the ins may have shifted from the fall as it was still not advancing from the open loop screen.  No symptoms or patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.